Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that during an attempted right ventricular (rv) lead revision, it was noted the patient was completely occluded. Intervention was completed and the lead remains in use. The implantable cardioverter defibrillator (ICD) was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead integrity alert (lia) had triggered as well as an alert for noise/oversensing. The lead was suspected of a fracture. Noise could be reproduced with isometrics. The physician wasn't certain if there was an implantable cardioverter defibrillator (ICD) header issue causing the oversensing. Follow up with the company representative indicated the patient was scheduled for a lead revision; however, the lead was initially reprogrammed. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.